Event description:
The customer reported that the device displays a saturation level of 100% and did not change. No patient harm was reported.

Manufacturer narrative:
(B)(4). The customer reported that the device displayed a saturation level of 100% and did not change. No patient harm was reported. Based on the available information, philips is unable to determine the cause of this malfunction. Note that this behavior is consistent with optical shunting or ambient light interference. Philips is in the process of obtaining additional information regarding this incident and the complaint is still under investigation. A final report will be submitted once the investigation is completed.